Manufacturer narrative:
Follow up 10/06/2016: customer reported missing data from the t:connect data management system account. It was determined by tandem technical support that the malfunction led to the missing data reported by the customer. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. Customer reported a blood glucose level of 172 (mg/dl). It was indicated that the customer had manual injections available for alternate insulin therapy.